Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, since surgery date, patient has complained of groin/vaginal pain near left side pubic ramus under pelvic exam as well as left side abdominal pain. On (B)(6), scheduled for sling removal surgery.